Event description:
The customer reported discrepant troponin I (access accutni) results, within the risk stratification range, for one patient, involving the access accutni assay used in conjunction with the access 2 immunoassay system. The customer stated the patient was presented in the ER (emergency room) with classical symptoms of myocardial infarction (mi). The discrepant results were released out of the laboratory. The physician requested a redraw two hours after the discrepant results were obtained. The customer stated, at that point, the patient was transported to another hospital and a stress test was performed. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome. The customer then retested the patient's sample, on the same instrument, and obtained lower results within the normal reference range. The customer acknowledged that the negative results were the correct values. The customer noted that the initial and retest results were analyzed on different reagent packs. The customer stated the transport hospital will repeat the patient's enzymes upon arrival and further treatment will be based off of those results; no additional information has been received from the customer. The patient's samples were collected in 3 ml lithium heparin tubes and centrifuged at 3,500 rpm (rotations per minute) for ten minutes, at room temperature. All system parameters, including quality control (qc), calibrations, and system checks, were performing within assay and instrument specifications at the time of the event. No system issues were reported. The instrument was in normal operation.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.